Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the stent was implanted to treat a malignant 7-8cm lesion due to pancreatic cancer. Reportedly, the patient¿s anatomy was noted to be tortuous and had not been dilated prior to stent placement. During the procedure, the physician inadvertently deployed the stent and was dissatisfied with the location of the implanted stent. The physician removed the fully deployed stent from the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of stent deployed prematurely. Investigation results: a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no other complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.